Manufacturer narrative:
The event occurred in (B)(6). No product available to be returned.

Event description:
It was reported that the insulin cartridge had leaked insulin into the cartridge compartment of the infusion device. The patient experienced elevated blood glucose levels as high as 18 mmol/l. No adverse event was reported. The insulin cartridge was discarded; therefore, no product could be requested to be returned for product evaluation.